Manufacturer narrative:
D4-UDI: (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 218566 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 218566, test base part number 195-430h/ lot: 215334. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test for two (2) tests performed on multiple days. This MFR. Report addresses test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. The consumer reported becoming ill and initial testing was performed on (B)(6) 2023 via a flowflex covid-19 rapid antigen test generating a positive result. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test for two (2) tests performed on multiple days. This MFR. Report addresses test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. The consumer reported becoming ill and initial testing was performed on (B)(6) 2023 via a flowflex covid-19 rapid antigen test generating a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4- (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.